Manufacturer narrative:
(B)(4) has been issued for the return of the device. The model sling is r115 and there is no serial number associated with the device. The sling was shipped on 09sep2010. It is unknown if the device was inventory since then or if it was found on site at a user facility. The dealer alleges the green strap broke on the sling. It is unknown if there was any patient involvement. Standard sling - users manual pn 1023891 rev I (oct-08) provides the following information as fail safes to finding the broken strap. The fail safes worked effectively and there were no injuries caused by the broken sling strap. The lift model is unknown. It is unknown if another manufacturers lift may have caused the torn strap. On page 5 it states "invacare slings are made specifically for use with invacare lifts. For the safety of the patient, do not intermix slings and lifts of different manufacturers." As an additional fail safe, invacare provides the following warning on page 6. It states: "warning - after each laundering (in accordance with instructions on the sling), inspect sling(s) for wear, tears, and loose stitching." And "bleached, torn, cut, frayed, or broken slings are unsafe and could result in injury. Discard immediately." This warning may have prevented any injury to a patient.

Event description:
The dealer alleges, the green strap broke on the sling. No injury is alleged. It is not known what model patient lift this sling was being used on. The original order was shipped on 9/9/2010.